Event description:
It was reported that the t-handle broke while in use during a total hip upon inserting the canal finding reamer. An s&n backup device was available to complete the procedure. There was about a 3 minutes delay. There was no injury to the patient. All broken pieces were recovered. The final outcome was satisfactory as planned.

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.